Event description:
It was reported that during an ankle procedure the surgeons used two of the ar-3210-0040, nasoscope handpieces same lot number: 1909036. The surgeon entered the joint and the handpiece went black. The surgeon used a 2nd ar-3210-0040 and the same issue occurred. The case was completed using a third ar-3210-0040, different lot number.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a data line failure.